Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called in to report a low battery alert and then the device shut off and it could not be turned back on with new batteries. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and to return the malfunctioning device back for analysis. No further details were provided.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted. No low battery alerts were noted. The pump was received with a missing address/serial label and minor scratches on the lcd window.